Event description:
It was reported that the patient's lead was replaced after 14 days of service life due to high impedance measurements on contacts '5-6-7' reading greater than 4,000 ohms.

Manufacturer narrative:
Product ID: 3877-60, lot #: unknown, serial #: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead; product ID: 37081, serial #: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: extension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.